Event description:
The iab was inserted into the pt on 2/26/98 at 6:30 p.m. And removed on 2/28/98 at 11:00 a.m. The iab did not malfunction. The sheath was cut off and removed and nitroglycerine paste was applied to the pt's foot. A vascular surgeon was consulted and the pt had major ischemia. Event complications: major ischemia - reported 3/18/98. Pt's current status: unk - reported 3/18/98.